Manufacturer narrative:
There was no button error alarm noted. However, the up arrow button would not respond, due to corroded keypad. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 216 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.